Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company service rep ran a full preventative maintenance (pm) tests which included opening and closing the k-valves. The unit passed all the tests, plus ran several safety leak tests. Then, he ran the unit with the safety trainer. There were no messages. The service rep performed full calibrations, functional testing and safety checks to factory specifications. The iabp was in good operational conditions and was released to the customer. (B)(4).

Event description:
The customer reported that during a routine check of the iabp, the iabp failed the leak test. No pt was involved.